Event description:
It was reported that when the neurosurgeon took the lead from the package it was noted that the lead was bent at the tip. The lead was not used in the patient. The bent lead tip was discovered after 2 lead packages were opened. The lead was replaced by another model 3387 lead.

Manufacturer narrative:
Lot number - unclear which product lot number was at issue: either lot # 0205235536 or lot # 0205246895.